Event description:
Customer reported that the enteral feeding pump in inaccurate.

Manufacturer narrative:
An evaluation of the kangaroo joey pump was performed and the customer states ¿the pump is inaccurate¿. The unit was triaged and the reported issue could not be confirmed at this time. The device passed all accuracy testing. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.